Manufacturer narrative:
The referenced previous percutaneous lead (driveline) replacement was reported under medwatch MFR report# 2916596-2017-01807. Approximate age of device - 3 years, 11 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a percutaneous lead (driveline) replacement was performed on (B)(6) 2017, and that an ungrounded cable was utilized. The patient reported to clinic and multiple driveline fault alarms were observed. The system controller was exchanged, which did dot alleviate the driveline fault alarms. On (B)(6) 2018 a percutaneous lead (driveline) replacement was successfully performed. Post replacement, a log file was reviewed by the technical service representative and the data looked normal with the pump operating at the set speed. No additional information was provided.

Event description:
Post percutaneous lead (driveline) repair on (B)(6) 2018, the lvad system produced driveline fault alarms and the patient received a pump exchange on (B)(6) 2018.

Manufacturer narrative:
The evaluation of the returned portion of the percutaneous lead (driveline) onfirmed wire damage that could have contributed to the driveline fault alarms that were confirmed in the submitted log files. Additionally, the evaluation of the returned pump confirmed wire damage that could have contributed to the reported driveline fault alarm after the driveline replacement. The replaced portion of the driveline was returned in a segment measuring approximately 22¿. A previous driveline repair was noted at approximately 10.5¿ on the replaced portion of the driveline. Electrical continuity testing revealed that the red wire produced an open circuit. All the remaining wires passed continuity testing. Visual inspection of the underlying wires showed the red wire was fractured next to the metal connector. Further visual examination of the dl revealed a breach to the insulation of the orange wire slightly within the metal connector. The damage to both the red and orange wires appeared to be the result of mechanical damage, due to repetitive flexing. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The pump was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. A middle segment was returned measuring approximately 12¿. The remainder of the driveline was returned in a segment measuring approximately 28¿. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing revealed that the orange wire produced an open circuit on the 1.5¿ portion of the dl. All the remaining wires passed continuity testing. The pins of the metal connector were free from deformation. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed from each dl segment in order to evaluate the underlying wires. Metal braided shield breakdown was also observed adjacent to the pump housing prior to removal. Visual inspection of the underlying wires showed the orange wire was fractured next to the pump housing. Additional manipulation of these the wires adjacent to the pump housing caused the yellow wire¿s insulation to elongate and the inner conductors to fracture. The damage to both the orange and yellow wires appeared to be the result of mechanical damage, due to repetitive flexing. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. No further information was provided. The manufacturer is closing the file on this event.